Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) oversensed diaphragmatic myopotentials exhibited by this ventricular implantable lead and delivered inappropriate shocks. This crt-d was reprogrammed to least sensitivity and a re-check will be done in two weeks time. Additional information was received that the oversensing has continued and resulted in pacing inhibition.